Event description:
Ous MDR - after an implantation period of approximately 17 months, it was reported that the pacemaker paced at a fixed rate and the patient was reported to be in atrial fibrillation. These events occurred after mitral valve surgery.

Manufacturer narrative:
Ous MDR.